Manufacturer narrative:
Further information was requested, and the healthcare facility responded that no on-site visit was necessary, and that the ventilator had been repaired. The healthcare facility was unwilling to provide any further information in what way the ventilator was repaired or provide ventilator logs. The patient's condition reportedly improved after the ventilator was replaced. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, there was a ventilator malfunction. In what way it malfunctioned was not described. The patient desaturated to an unknown level. The ventilator was removed, and the patient was bagged until a new ventilator was connected. The patient¿s saturation then returned to normal level. Final patient outcome was no injury. Manufacturer¿s ref #: (B)(4).